Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a visceral angiogram diagnostic procedure. Reportedly, twenty four hours after the closure procedure the patient had a hematoma. An angiogram was performed and no pseudoaneurysm was present. No treatment was performed, the physician stated the hematoma would resolve without treatment. The patient's hospitalization was not changed by the closure incident. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of (B)(6). Estimated weight of (B)(6). Estimated date of occurrence, occurred within last (B)(6) weeks. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.